Manufacturer narrative:
Unit was evaluated and a blood spill was identified and cleaned. As a result the power supply board needed replacing along with other components. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2009, to report their orthopat machine had no power. No operator or donor injury was reported.